Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string appeared to be missing from three pessaries. She noticed this prior to using the support and upon further examination found the string appeared to be shorter than normal and stuck inside the insertion tube.